Manufacturer narrative:
The acetabular straight shell inserter will be sent to the supplier of the inserter for their evaluation. Upon completion of the supplier evaluation, an attachment will be made to this complaint report to summarize the results.

Event description:
Offset shell inserter would not disengage from the acetabular shell. The acetabular shell had not yet been implanted.